Event description:
It was reported that there was a primary audible alarm and loud motor sound while running. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a loud motor sound when testing the motor. The primary audible alarm was not able to be duplicated or found in the ehl. The cause of the customer reported problem was the pump's leadscrew and stepper motor, and the drivetrain needed to be lubricated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the leadscrew, stepper motor, and drivetrain, and recalibrated the pump, and the pump passed all functional tests and performed as intended after repair.